Manufacturer narrative:
This report is submitted on august 22, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequently the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on october 22, 2018. -(B)(4).